Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported no control and symptoms getting worse every day. Caller was able to connect with the implant and change groups.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about a month ago they started feeling pain in their rectum and it seemed like the therapy was working their bowels instead of their bladder. The patient got severely constipated and went to their healthcare provider (hcp), who told the patient that the ins "jumped settings." The hcp fixed the settings and the patient was okay after that appointment. However, the patient noticed that the pain in their rectum resurfaced and it was messing up their bladder. The patient assumed the ins "jumped settings" again so they called their hcp's office, but they never heard back from anyone. Agent reviewed programming considerations. The patient connected to the ins and confirmed therapy was on with program 3 active. The patient decided to change to program 4 and confirmed they felt comfortable stimulation in their bladder area. The patient will maintain settings and continue to monitor symptoms.